Event description:
After use of the device for a cardiopulmonary bypass procedure (cpb), the user reported on removal of the 24 french 8mm extended soft flow arterial cannulae, the suture ring easily moved away from the tip of the cannula. The ring did not fall off the cannula, but moved along the cannula tube much easier than seen in routine usage. There were no issues observed in cannulation or stabilization of the cannula during cpb. There was no leaking of blood or any other issue observed during cpb. The procedure was completed, as scheduled. There was no delay or loss of blood associated with this incident. There were no reported adverse consequences to the patient.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.